Event description:
Event description guidant received information that this coronary sinus implantable lead exhibited impedance of 2,000 ohms. This transvenous implantable lead exhibited oversensing of noise, resulting in pacing inhibition. The noise was reproducible with isometrics.